Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Upon receipt of the sensor, the sensor was tested in-house, but the failure mode could not be reproduced during the returned product analysis testing. Thus, the return product investigation is inconclusive. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root cause may be due to lack of hydration after insertion.

Event description:
On january 10, 2023, senseonics was made aware of an incident where the user experienced sensor inaccuracies which led to an early sensor removal.